Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -17.0 diopter, implantable collamer lens was implanted upside down into the patients right eye (od) on 03 mar 2021. The lens was removed within the same surgery. There was no patient injury. On 17 mar 2021 a replacement lens was implanted and the problem resolved. Cause of event was unknown.